Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history with tandem technical support showed that the customer allows the pump battery to get very low and only charges the pump to 30-40%. There was no impact to the customer's blood glucose level due to the battery issue. Recommendation was made for the customer to charge the pump more frequently.